Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd879163 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error identified during this investigation.

Event description:
This is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis with culture positive for e. Coli in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced, "did not wear a mask and one of the caregivers was not trained". On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. Treatment information for the event was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported whether the event resolved. Concomitant medications were not reported. Per the nurse, the event was not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the event of did not wear a mask and one of the caregivers was not trained.